Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cannot get the remote access. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter first name, initial reporter last name, initial reporter phone, initial reporter e-mail and other occupation a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote access agent cannot get from remote smart service. A field service engineer found that the station was online on remote smart service (rss), but remote access failed, showing "agent downloading" for 10 minutes. Network was switched to wired, rss reinstalled, and the station was pingable. A hard drive reimage was needed. Deployment specialist resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cannot get the remote access. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.